Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently in the hospital due to high blood glucose and diabetic ketoacidosis. Their blood glucose level at the time of the incident was 480 mg/dl. Their current blood glucose level was 251 mg/dl. They had symptoms such as nausea and vomiting. The customer will call back to finish troubleshooting on the insulin pump. The device will not be returned for analysis.